Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the pump is no longer vibrating. Customer was assisted in performing a self-test and pump did not vibrate during the test. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no vibrator alert due to broken black wire on the vibrator motor. However, the operating currents are within specifications and passed a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.